Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 22:50:42. During night drain cycle three, the patient's ultrafiltration reading was 826ml, indicating the home patient (hp) drained 826ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.